Event description:
Report 2 of 3 received of leakage and bleed back. It was reported that the monitoring kit was connected to a femoral arterial line of a pt undergoing an open-heart surgical procedure. Leakage, bleed back and minimal blood loss occurred distal to the transducer at the site of the spin collar of the male connector of the stopcock. It was reported that the clinician attempted to retighten the spin collar; however, leakage still occurred. The monitoring kit was exchanged for a trifurcated monitoring kit, which reportedly worked fine. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.